Manufacturer narrative:
Date rec'd by MFR: 10oct2019. Date of report: 10oct2019. The unit was not evaluated by the manufacturer. The customer confirmed the part was received and repair was made. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported o2 manifold failed and new feet and thumbwheels are needed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.